Event description:
It was reported that the shaft separated from the handle. When moving the handle, the shaft does not move with it. A leak was noted where the shaft joins the handle as well as at the bottom of the handle. The leak was noticed one hour into the procedure, just after the transseptal. There were no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. A f/u medwatch report will be submitted upon completion of the investigation. (B) (4). Date the initial reporter provided the info to the MFR: 08/11/2009.